Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. The device was implanted for 12 years and not cycling properly. The device was removed and replaced. There were no additional patient complications.